Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump that does not turn on was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a swollen main battery. The main battery was replaced to fix the reported condition. The device has been previously sent into service for the reported condition of "does not turn on." During previous service on 11/29/2007, the main batteries was replaced.